Event description:
It was reported that the patient presented to the hospital felling dizzy on (B)(6) 2023 . During examination of lead, it was noted that there was no capture threshold on the right atrial (ra) lead. After further assessment in clinic, it was confirmed that the ra lead was dislodged. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.